Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bled a lot - outside right cheek [skin haemorrhage]. Stabbed, cut outside right cheek [laceration]. While brushing teeth, the refill stayed in the mouth and the metal connector was exposed and stabbed in right cheek causing a deep cut that bled [injury associated with device] while brushing teeth, the refill stayed in the mouth and the metal connector was exposed / metal connector exposed without the head [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he accidentally stabbed himself in the cheek that day with a new oral-b power unknown (toothbrush). The consumer elaborated that as he was brushing the oral-b brushhead, version unknown stayed in his mouth while the metal connector came loose and hit him in the face. The consumer asserted that he may have to go to the doctor to assess it. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received follow-up phone call with consumer: the (B)(6) old consumer reported that he bought his toothbrush new on (B)(6) 2017. While he was brushing his teeth and moving the toothbrush back out of his mouth, the refill stayed in the mouth and the metal connector that attached to the refill was exposed and stabbed him in the right cheek causing a deep cut that bled a lot on the outside right cheek. The consumer clarified that the metal connector did not come loose, but rather it was exposed without the head and stabbed him in the cheek. The consumer thought it was a fluke and reattached the brush head; he said the brush head clicked on and was fully attached. He brushed his teeth again and had the same experience. The consumer felt that the problem was not the brush head but the actual toothbrush, and would return the entire product. The consumer noted that he was scared to use another brush even though he had used oral-b for decades. The consumer reported that the cut reopened up on the morning of (B)(6) 2017 and bled. He discontinued use of the product on (B)(6) 2017. The consumer was treating his cut with an alcohol wipe and neosporin ointment. The case outcome was not recovered/not resolved. No further information was provided.